Event description:
This report was received from global pharmacovigilance (gpv) and is a study titled: endotoxin-associated sterile peritonitis observational study (e-steps). This is a clinical report of an observational study from a physician in the (B)(4) of bacterial peritonitis in a subject coincident with extraneal viaflex and physioneal 40 unknown therapies intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Extraneal and physioneal therapies were ongoing. On (B)(6) 2009, the subject experienced bacterial peritonitis as manifested by abdominal pain (didn't include pain on infusion). That same day, the subject was hospitalized for the peritonitis and remedial therapy began with vancomycin (ip) and ceftazidime (ip). On (B)(6) 2009, treatment with ceftazidime stopped. On (B)(6) 2009, treatment with vancomycin stopped. On (B)(6) 2009, the subject recovered and was discharged from the hospital.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.